Event description:
The complainant reported a patient was implanted with an impella 2.5 device for mechanical circulatory support. The patient had been hospitalized for heart failure for several days, and his heart failure worsened, and lactate increased, and it was decided to implant the impella 2.5. It was reported that that patient was anuric and required hemodialysis prior to impella insertion. The patient was placed on continuous renal replacement therapy after the impella 2.5 was implanted. It was noted that the patient's dialysate drainage indicated the patient was experiencing hemolysis. The impella 2.5 was repositioned, and volume was given to the patient. It was noted that the hemolysis was non-serious, however the hemolysis did not resolve while the patient was on impella support. The patient's condition gradually worsened and extracorporeal membrane oxygenation was added for support. Circulation could not be maintained even with the use of large amounts of nicotinamide adenine dinucleotide, and metabolic acidosis progressed. The patient experienced cardiopulmonary arrest. It was determined that further treatment was difficult, so care was withdrawn and the patient expired. Additional information reported that the patient expired during impella support due to metabolic acidosis and circulatory insufficiency. There is not enough information to exclude the impella device as an associated factor in the patient's demise, however, the patient's presenting condition may be more likely have impacted the event.

Manufacturer narrative:
According to clinical, per j-pvad, hemolysis occurred during support and was reported to be related to impella. Hemolysis was confirmed by properties of dialysate drainage. No pfhg measurements taken. Position was verified by echocardiogram. To troubleshoot, the position of the category was adjusted and volume loading to the left ventricle. The patient did not have right heart failure or left ventricle filling issues. The patient was concurrently supported by extracorporeal membrane oxygenation (ECMO). Patient died during impella support. No causal relationship between impella and death. Cause of death was metabolic acidosis, circulatory insufficiency. Impella was working until the patient died. The device and data logs were not returned for analysis. It was concluded the cause of the hemolysis was most likely improper positioning and no causal relationship between impella and death. This report is being filed as part of a retrospective review of historical records.